Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. In addition, the usb cable fit loosely in the usb charging port. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different cable. Customer¿s blood glucose value was 160 mg/dl.